Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection at the implant site, which started three months after implantation surgery and resulted in an extrusion of the device. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Therefore the device does not appear to be the source of the infection, but rather perioperative inoculation of bacteria through the skin, however, its contribution to extrusion of the device cannot be completely ruled out. This is a final report.

Event description:
The recipient developed an infection at the implant site three months after initial implantation surgery. After having been treated with intravenous antibiotics for 10 days, the infection returned and resulted in the extrusion of the device. The recipient has been explanted.

Event description:
The recipient developed an infection three months after the implantation surgery. After having been treated with intravenous antibiotics, the infection returned, resulting in the extrusion of the device. Explantation and implantation on the contra-lateral side is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient developed an infection at the implant site three months after initial implantation surgery. After having been treated with intravenous antibiotics for 10 days, the infection returned and resulted in the extrusion of the device. Explantation of the device and implantation on the contralateral side is considered. No date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the information received from the field explantation is planned due to an infection at the implant site, which started three months after implantation surgery and resulted in an extrusion of the device. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. Therefore the device does not appear to be the source of the infection, but rather perioperative inoculation of bacteria through the skin, but its contribution to extrusion of the device cannot be completely ruled out. Explantation and re-implantation on the contralateral site is planned, but no date has been scheduled yet.